Manufacturer narrative:
The recipient's device has reportedly been activated. The recipient is doing well and he recipient remains implanted.this is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The company was informed that the recipient's device had migrated due to a head trauma. After the trauma the recipient could not hear with the implant. The recipient experienced tactile sensation in the ear and the sinus cavity under his eye. Programming adjustments were made, however, this did not resolve the issue. On (B)(6) 2015 the recipient's device was repositioned.